Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was sharp, burning sensation at the implantable neurostimulator (ins) pocket site. The burning sensation was present with or without stimulation, but worse with stimulation on. The burning sensation started out "every now and then" but since today, (B)(6) 2016, it was constant. It was noted that the patient fell on the floor and landed on her butt about 2-3 weeks ago. The issue started about a week ago in (B)(6) 2016.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information received reported that the ins felt like it was heating up and burning sensation. The system was explanted and the issue resolved. The patient outcome was alive, no injury. The indication for therapy was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.